Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown aortic disease. A heli-fx applier was used for the treatment of a type ia endoleak. It was reported that there was a type ia endoleak and the decision was made to use endoanchors. The applier worked well for the first 3-4 endoanchors. When trying to load a further endoanchor into the applier, the endoanchor was only taken up half-way, (it was protruding out of the applier). The endoanchor was not implanted and another heli-fx applier was used to complete the treatment. The final angiogram showed the endoleak improved. Per the physician, the cause of the event cannot be determined, however, the physician has stated that the most likely cause of the type 1a endoleak was the anatomy of the aorta. The physician commented that "the neck is difficult to seal because it has a conical hostile neck with a bulge." No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.